Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. The mr system was operating within specifications and all safety mitigating devices were functional when checked by the gehc field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation describes the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.

Manufacturer narrative:
Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that six weeks after an abdominal exam, a patient went to a clinic stating that she had experienced a left elbow/forearm burn during her exam. The burn was diagnosed as third degree and was treated by excisional debridement.